Event description:
Reportedly, a review of an event record downloaded from device memory documented, that shock #2 was at 100 joules. This occurred after a shock #1 at 200 joules was delivered. One hundred joules is not a user selectable energy level. This was followed by 2 successive no shock advised determinations. The pt was not resuscitated. There was no allegation of an association between the report and pt outcome.

Manufacturer narrative:
Medtronic emergency response systems determined that a software design error could allow therapy energy to be set to 100 joules if an h-bridge or battery test occurred at a certain point in the use of a biphasic device with flexible energy protocol selected. The device software was updated that corrects the error.